Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had insulin flow block alarm. Customer¿s current blood glucose over 600, 589, 599, 527, 372, 540, 522, 444, 443, 511, 496, 501, 431, 445, 339, 224, 169, 294, 365, 293, 338, 303, 285 mg/dl. The customer was treated with the manual injection. The customer experienced the symptoms related to high blood glucose such as difficulty in breathing, light headed. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The product will not be returned for analysis.